Manufacturer narrative:
Corrosion was observed on multiple components including the mechanism rails, top battery and pcb. The pod initially was not able to connect to the master pdm to be downloaded. All three batteries were measured to be low. The pod was connected to a 4.5v power supply and the pcb was removed but the data could not be downloaded. The fluid path was tested and no leaks were found. Without the download data the alleged hazard alarm could not be confirmed. The cause of the internal corrosion could not be confirmed. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Analysis of returned device revealed internal corrosion without presence of leakage. It was reported that the patient¿s blood glucose level rose above 250 mg/dl while wearing the pod on the arm between 36 and 48 hours. A pod hazard alarm during normal operation was initially reported.